Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("clotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included menorrhagia, fibroids and overweight. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), hypersensitivity ("allergic reactions"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vulvovaginal pain ("vaginal pain") and menorrhagia ("blood clot/heavy bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, back pain, adverse event, allergy to metals, dyspareunia and weight increased outcome was unknown and the vulvovaginal pain, abdominal pain lower and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, vulvovaginal pain and weight increased to be related to essure. The reporter commented: removal details: procedure: total laparoscopic hysterectomy bilateral salpingectomy. Mccall¿s culdeplasty. Cystoscopy. Current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received: event nickel allergy, dyspareunia, weight gain, vaginal pain, cramping, menorrhagia, device monitoring procedure not performed added. Outcome of event blood clot, cramping, pain and menorrhagia added as recovered. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), hypersensitivity ("allergic reactions"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, hypersensitivity, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea, genital haemorrhage and hypersensitivity to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.